Event description:
Boston scientific received information that this right ventricular lead exhibited high pacing impedance measurements. It was also noted that a lead safety switch was triggered upon interrogation. Also, the patient's heart was pounding. Boston scientific technical services verified that the twitching was related to pacing and provided measures for troubleshooting. No adverse patient effects were reported. Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected. Only the proximal fragment was received for analysis. It is reasonable to assume that the lead was dissected in the course of the explant procedure. The returned lead fragment was visually and electrically analysed. The visual inspection revealed that the insulation was, apart from the present dissection, free of breaches. Further analysis of the lead fragment did not reveal any irregularity that might have contributed to the low impedance measurement. In particular during the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. In summary, the lead was found dissected upon receipt, which occurred most likely during the explant procedure. The analysis of the available lead fragment did not reveal any indication of a material or manufacturing problem.